Event description:
Clinic indicates that the pt connector did not seat evenly on the dialysis catheter after screwing down into the luer lock connection. Subsequently, there was a blood leak. Estimated blood loss: 200cc. Sample was discarded. Questionnaire faxed on 12-13-1999. Await add'l pt info. Pt dob: 10-05-45, sex: m, dry wt, 46kg. Catheter was inserted about 3 weeks ago. Phoned facility on 12-16-99 to determine what type of catheter pt had.